Event description:
Rn reports that a home pt's (hp) pt line became disconnected during drain 3 of 6 during apd therapy. Hp discontinued treatment and reported to hp healthcare professional. No pt injury or medical intervention was required per the rn.